Event description:
It was reported that a patient was implanted a week ago and they have not been able to connect to their implantable neurostimulator (ins) with the patient handset. Multiple patient handsets and communicators were tried. The communicator was properly linked to the handset and placed over the ins (tried multiple positions), but kept getting the message "device not found". The clinician tablet could easily establish connection with the ins and they were able to recharge the ins using the recharger.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. D6a. The implant date is an estimated date (month/year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) that it was confirmed the ins can be charged by seeing the recharger in charge mode. It is not known if the recharge application on the patient programmer can be used during the recharge session. It was attempted to connect to the device using the handset and communicator in multiple environments without success. The handset did connect to the communicator but cannot find the ins. The tablet is able to find the ins. It was confirmed that the patient was aiming the blue side of the communicator at the case of the ins and not the header. The patient tried to move from down position to over the ins for the antenna. Tried moving the communicator around slowly to connect but was unsuccessful. The patient can charge with the wireless recharger (wr) and the charging disk shows charging state. Patient has no programmer to check level through the dbs app or the recharger app. Therefore they cannot check the percentage increase. The rep stated that the patient's battery is not depleted. The clinician programmer showed that there was sufficient battery level in the ins. Attempts to connect to the device using the handset and communicator were made in multiple environments without any success. The handset did connect to the communicator but can not find the ins. The tablet is able to find the ins. The normal ¿device not found¿ message is shown after trying to connect for a few minutes. The rep is unsure if they can use the recharge application on the patient programmer during the recharge session. Additional information was received: it was not possible to visit the patient. However, it was confirmed that the patient received a new patient programmer, which could be connected to the battery successfully. The issue was resolved.